Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm they receive request to rewind the insulin pump and able to complete rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
S/w version : 5.2a. Retainer ring=black. The pump was returned for unexpected pump error 23 and pump error 15 alarms found on (B)(6) 2021. Pump successfully downloaded traces and history files using thump. Unit passed the displacement test and self test. No unexpected pump error 23 or pump error 15 alarms noted during testing, however pump error 15 (file number = 38; line number = 442) found in pump history/trace files on 08/21/2021 at 6:49am. Unexpected pump error 23 confirmed in the history/trace files on 08/21/2021 at 6:49am. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. P-cap / reservoir locks properly into place. The following were noted during visual inspection: minor scratches on case. Unexpected pump error 23 confirmed in the history/trace files on 08/21/2021 at 6:49am as a result of an unexpected restart caused by pump error 15 alarm. Pump error 15 (file number = 38; line number = 442) confirmed in pump history files on 08/21/2021 at 6:49am due to suspected hardware issue as per global logic analysis (esf #3764385). Problem isolated to electronic assemblies. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.